Event description:
It was reported that the cannula deployed early, indicating a failure of the needle mechanism. The pod was not worn and the blood glucose (bg) levels were unaffected.

Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to confirm or determined the needle mechanism failure reported. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including communicating with the pdm, deployment, delivering fluid, occlusion detection, and freedom from hazard alarms.

Manufacturer narrative:
Received device had the cannula assembly undeployed, soft cannula was not exposed and the pink slide insert was not visible in the viewing window; adhesive liner was attached. According to the data, the device ran for 44 pulses prior to being deactivated. Since the device did not complete the priming sequence, the needle mechanism was found to be in the appropriate state - undeployed. Manual rotation of the ratchet gear deployed the needle mechanism as intended. No damages or defects were observed that would result in the reported needle mechanism failure.